Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient reports a blood glucose (bg) in the 20 mg/dl range with unconsciousness and symptoms of cognitive impairment prior. Patient was taken to hospital via ambulance and was treated with IV glucose. Further troubleshooting determined that patient was not aware pump and meter were paired and has been bolusing both from the meter and the pump unknowingly. Customer support found no indication of pump malfunction, and assisted patient in unpairing devices per patient request. This complaint is being reported as the patient experienced hypoglycemia subsequent to use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: unable to confirm complaint of inaccurate deliveries on/before complaint date of (B)(6) 2016 due to overwritten data in pump and histories. Current tdd history matches basal & bolus history; basal history adds up correctly to the basal segment programmed by the user. No alarms in the alarm history indicating an interruption in delivery. Unable to duplicate complaint of inaccurate deliveries. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications.